Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced an unspecified adverse event while performing apd therapy with a homechoice device. The adverse event was further described as ¿a sentinel event¿ (no further detail was provided). The cause, treatment, and patient outcome of the event were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if peritoneal dialysis therapy was ongoing. No additional information is available

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on the evaluation results, the direct cause for the unspecified ¿sentinel event¿ was undetermined and the device met specifications for the reported event, therefore; the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.